Event description:
It was reported that this right atrial (ra) lead was part of a system revision due to pocket infection. There were no additional adverse patient effects reported. This ra lead was explanted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, additional information from product investigation indicates that the allegation against this lead was not confirmed. This lead was analyzed, passed all the baseline tests and exhibited normal lead functions. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right atrial (ra) lead was part of a system revision due to pocket infection. There were no additional adverse patient effects reported. This ra lead was explanted.